Event description:
It was reported the valve of the agilis sheath leaked at the end of the procedure. There were no pt complications.

Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation. The lot number for the product is unk so, review of the device history record was not possible. The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a tear in the top half of the two part seal. The cause for the tear could not be determined. There were no consequences to the pt. (B)(4)